Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03274. It was reported the pt has not used or charged her scs system in months due to experiencing burning sensations at her scs ipg pocket site while charging her scs system. A replacement charging system was sent to the pt. Follow-up identified the pt's scs ipg was replaced due to being non-functional from not being recharged. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.